Event description:
A complaint of high readings were received on a customer's freestyle meter from a diabetic nurse. Relative installed the wrong unit of measure in the meter by mistake. The customer's relatives have been giving customer more insulin for approximately 1 month due to the meter readings in mg/dl. The customer has complained of headaches. Relatives took customer to the diabetic nurse who realized the meter was installed with the wrong unit of measure.